Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the DHR of product code: 179762480; lot : bdnc4tv was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: june 27, 2019. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection and dimensional inspection of the returned device. Visual review of the returned device revealed that the rod implant was broken. The broken rod piece was also received at us customer quality (cq). Dimensional inspection: the dimensional inspection was performed per drawing. Rod outer diameter: measured dimension: conforming. The dimensional inspection of the received device revealed that the device was conforming to the specifications. The cause for the breakage could not be identified. Document/specification review; the drawing reflecting the current and manufactured revision was reviewed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Conclusion: the overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a revision surgery due to broken off rod. Surgeon replace the broken rod with a new rod and a tandem connector. On (B)(6) 2020, the patient had a primary spinal fusion at t8/s2 was performed to treat asd (adjacent segment disease). The rod was used without delay. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) rod, 480 mm. This report is 1 of 1 for (B)(4) related product complaint: (B)(4).